Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A third party service provider inspected the device and found that the touchscreen printed circuit board (pcb) needed to be replaced to resolve the reported issue. In addition, the service provider found that the inspiratory filter, expiratory filter, oxygen sensor, compressor muffler, and the internal battery required replacement. A quotation for the repairs had been submitted and is pending customer approval. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a screen block alarm. The ventilator was not on a patient at the time of the event. The evaluation and repair of the device has not been completed.